Event description:
It was reported that this right atrial (ra) lead appeared to be exhibiting loss of capture (loc). The boston scientific representative recommended paging the local representative. The local representative stated that the lead was experiencing noisy signals, as well. There are no plans to address these issues at this time. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead appeared to be exhibiting loss of capture (loc). The boston scientific representative recommended paging the local representative. The local representative stated that the lead was experiencing noisy signals, as well. There are no plans to address these issues at this time. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the customer and is not expected to be returned for analysis.